Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance. At implant 2 months prior, lead impedance was 650 ohms. The patient was admitted to the hospital and the pocket was opened, the lead was not secure in the header. The setscrew was tightened and a tug-test was done to assure proper retention within the header. Appropriate sensing and impedance was then observed. The patient was pacemaker dependent.